Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws had no non-conformities and showed minimal signs of clinical usage. Resistance measurements were out of electrical specs. The device did not pass the pre-cautery test. The failure mode "failure to deliver energy" was reproduced and the complaint is confirmed. A review of the device lot history was performed, and there was no non-conformance which could have attributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if add'l info is obtained.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder would not activate when it was plugged in. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.